Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient had the device explanted due to ineffective treatment. The patient is doing well with no problems and there was no one from the field there on the day of the procedure.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient had the device explanted due to ineffective treatment. The patient is doing well with no problems and there was no one from the field there on the day of the procedure.